Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedural related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a cryo balloon ablation procedure for paroxysmal atrial fibrillation a pericardial effusion occurred. Post-procedure, following catheter removal, the patient became hypotensive. An effusion was diagnosed via echography. Pericardiocentesis and CPR were both performed to stabilize the patient. The patient was then transferred to the operating room in order to suture a perforation in the right ventricle. The patient was stabilized and is recovering. There were no performance issues with any abbott device.